Event description:
It was reported by service report that the head end of bed was stuck in an elevated position and the foot board was damaged with sharp edges and areas where fluid could ingress. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: foot board.